Manufacturer narrative:
Final analysis confirmed the report of lead noise. Analysis found that the outer insulation was abraded at the distal region of the lead. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with episodes of pre-syncope. Electrograms indicated the presence of lead noise that could be reproduced when the patient crossed their arms. The lead was explanted. No further information was available.

Event description:
New information received noted the patient was in stable condition before and after the procedure.